Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient that she had her previous battery replaced and it had lasted for 8 years when the implant batteries only usually last 5 years. The patient stated that they were just going to replace the unit but that they ended up having to replace everything because the patient had a lot of scar tissue. The patient stated that the hcp discovered the scar tissue during the implant procedure. The patient's indicators were for gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.